Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation (outside the patient), upon opening the package it was noted that the cut wire was missing from the device. The packaging was checked and it was not within the packaging. The procedure was completed with another dreamtome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) cut wire missing. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation (outside the patient), upon opening the package it was noted that the cut wire was missing from the device. The packaging was checked and it was not within the packaging. The procedure was completed with another dreamtome rx sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cutting had retracted inside the lumen of the extrusion through the proximal pierce hole. It appeared as though the cut wire was missing because it retracted inside the proximal piece hole but it was present. After extending the exposed cut wire and measuring, it was determined that the wire separated at the ancor notch but remained attached to the device. The broken ends of the cutting wire appeared burnt/blackened. The anchor notch was removed from the distal tip, examination of the anchor notch, determined the cut wire had been properly soldered. The condition of the device indicated it was used (electrically activated), it is unknown if it the condition is due to handling/prep or other procedural factors. Therefore, the most probable root cause is undeterminable since the specific cause of the failure cannot be identified. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.